Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked below the chamber. This was observed after the nurse hung a bag of alimta. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d9, h3, h6 (replace b17 with b01, c20 with c1601, d15 with d0301), and h10. H10: the actual device was received for evaluation. Visual inspection observed a kink in the tubing below the drip chamber. Pressure and clear passage testing along with priming observed a leak between the assembly of the tubing and drip chamber. Dimensional testing at the tubing met specifications. The reported condition was verified. The cause of the condition was due to an improper assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.